Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The device not was returned to zimvie for investigation. The reported event was not verifiable after the investigation associated with shock. The device history record was reviewed and no discrepancies related to the reported event were found. No physical and/or functional condition could be found after the DHR that could be considered a causal factor for the reported complaint. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly zimvie will continue to monitor for trends. H3: device evaluated by manufacturer updated to no. H6: impact code 4649 - unanticipated adverse device effect. H6: clinical code 2072 - shock. H6: device code updated 3190 - insufficient information. H6: investigation code added to 3331 - analysis of production records. H6: investigation code added to 4114 - device not returned. H6: investigation code added to 4119 ¿ insufficient information available. H6: investigation findings code added to 3221: no findings available. H6: investigation conclusions 4315 - cause not established. The following sections have been corrected: d5: operator of device patient/consumer. H6: device code updated to 2993: adverse event without identified device or use problem.

Event description:
It was reported by the sales rep that the patient temporarily discontinued use of the stimulator per their physician's instructions. The patient reported getting electrical shocks from the stimulator. The patient was told by their physician to discontinue use of the stimulator temporarily until the swelling in their back went down. The physician felt that the fluid around the patient's incisional site was acting as a conductor of electrical signal to the patient's rods and hence giving them the shock feeling.

Manufacturer narrative:
(B)(4). Date of event: (B)(6) 2021. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is complete, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported by the sales rep, that the patient temporarily discontinued use of the stimulator per their physician's instructions. The patient reported getting "electrical shocks" from the stimulator. The patient was told by their physician to discontinue use of the stimulator temporarily until the swelling in their back went down. The physician felt that the fluid around the patient's incisional site was acting as a conductor of electrical signal to the patient's rods and hence giving them the "shock feeling".